Event description:
During remote monitoring, episodes of loss of capture and low r-wave sensing were observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected. The device was reprogrammed, and diagnostic imaging is anticipated. No further intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated x-ray imaging was later performed; however, no evidence of lead dislodgement was observed. The physician elected to perform a revision procedure was where the rv lead was capped and replaced to resolve the event. The patient was in stable condition.